Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue was confirmed. It was found that the suction cylinder and air/water cylinder had no color; the air/water cylinder also had foreign objects. In addition to this, other evaluation findings are as follows: water tightness was lost due to damage on the channel tube; the plastic distal end cover had a burn; the insulation resistance value did not meet the standard value due to a burn on the plastic distal end cover; the connecting tube was wrinkled; and the universal cord was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the small intestinal videoscope's air/water channel was blocked. There was no report of patient harm. The device was returned, evaluated, and a white foreign material was found in the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. H4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to breakage of biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.